Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7078821/7078911.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the patient had a severe pain at the implantable pulse generator (ipg) site and reported shocking sensations. Additionally, patient was having hot flashes at night. Furthermore, the patient was suspected of having irregular heart rhythms during the permanent implant. The physician does not believe that symptoms were device related. All device components are explanted and were kept by the medical facility.